Event description:
A low readings issue was reported with the adc device. The customer reported receiving a message 'lo' (reading <40 mg/dl) on the adc device and had contact with a healthcare professional. The hcp obtained a blood glucose reading of 236 mg/dl with a hcp meter compared to a sensor scan result of 19 mg/dl and administered "IV and a different type of insulin" (unspecified type/dose) as treatment for hyperglycemia diagnosis. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.